Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Events associated with the securestrap device reported via 2210968-2022-07919.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing open incisional hernia repair. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 29 patients experienced intraoperative complications; 1 bleeding, 28 organ injuries, 24 bowel, 1 bladder, 1 stomach, 2 liver, and 3 other complications. 72 patients experienced general complications; 6 fever, 13 urinary tract infection, 4 diarrhea, 2 gastritis, 2 thrombosis, 7 pulmonary embolism, 2 pleural effusion, 14 pneumonia, 5 copd, 2 cardiac insufficiency, 6 renal insufficiency, 1 hypertensive crisis, and 30 other complications. 117 patients experienced postoperative complications; 29 bleeding, 44 seroma, 13 prolonged ileus or obstruction, 6 bowel injury / anastomotic insufficiency, and 17 infection. 61 patients experienced complication-related reoperations. 1-year follow up outcomes; 79 recurrence on 1-year follow-up, 239 pain on exertion on 1-year follow-up, 145 pain at rest on 1-year follow-up. 112 pain requiring treatment on 1-year follow-up, 1 trocar hernia on 1-year follow-up, 14 secondary hemorrhage on 1-year follow-up, 73 seroma on 1-year follow-up, and 48 infection on 1-year follow-up. A copy of the clinical evaluation form is being submitted with this regulatory report.